Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill message when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge were filled with 480 units of insulin. At the time of the reported event, the customer did not have additional insulin available to load a new cartridge. The customer's blood glucose level was 146 mg/dl.